Event description:
It was reported that a year post cryo ablation procedure, the patient complained of chest discomfort and cough during an outpatient follow up. Computed tomography (CT) scans revealed pulmonary vein stenosis. No further patient complications have been reported as a result of this event.